Manufacturer narrative:
Initial report sent: 12/11/2007.

Event description:
Procedure type: low anterior resection. According to the reporter: the green mark was hard to see and it was very difficult to close and to fire the instrument. After firing, a leakage on the bowel on the posterior wall in the area of the anastomosis was observed. The patient was reoperated the following date to correct the anastomosis. The physician was unsure if this was the result of the staple formation or due to the condition of the bowel wall. No further details could be obtained.